Event description:
On multiple occasions with four size 4.0 ped, pediatric tracheostomy tubes, problems were encountered withh insertion and withdrawal of the obturators. On one 4.0 ped device the obturator problem occurred upon initial out-of-box use, the balance of device/obturator difficulties were encountered after devices/obturators were cleaned and reused. It was also reported that back-up 4.0 ped devices and obturators are always readily available. Pt frequently "pulls the device out" and requires insertion of 4.0 ped backup device or partially pulls the device out and requires the obturator for device reinsertion. The 4.0 ped devices are normally used for three to seven days, cleaned and reused for approx one month, then discarded. There was one pt involved. The 4.0 ped devices are reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the device/packaging have not been received by the MFR.